Event description:
It was reported that this pacemaker exhibited low out-of-range pacing impedance of less than 200 ohms on the non-boston scientific right atrial (ra) lead. The health care professional (hcp) noted that there was a history of low impedance on this ra lead and that the patient rarely requires pacing. Thus the hcp plans to continue monitoring at this time. This product remains in service. No adverse patient effects were reported.